Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. B3: unknown when event occurred d1, d2, d3, d4, g4 ¿ 510k: this report is for an unknown femoral rod/unknown lot. Part and lot numbers are unknown; UDI number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. E1: initial reporter is j&j company representative. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on or about february 19, 2022 the patient presented to (B)(6) medical center for hospitalization due to a fracture of left femur. On or about (B)(6) 2022 the patient underwent an open reduction with internal fixation (orif) placing a femoral rod hardware in place. On may 15, 2022 the patient bent down to hug another individual when she heard an acute "snap" and immediate pain to her lower extremity. Patient was transported to pomona valley hospital and was discharged. The patient returned to emergency room due to pain. The patient was diagnosed with an "acute fracture through the left femoral rod hardware and adjacent nondisplaced intertrochanteric femoral fracture." Due to her difficulty ambulating, acute fracture and persistent pain the patient was admitted to the hospital. On (B)(6) 2022 the patient underwent removal of hardware and repeat orif of left subtrochanteric fracture and was discharged on (B)(6) 2022. This report is for one unk - rods for (B)(4).